Event description:
Consumer complained of having accuracy issues with their meter when comparing to another meter. Analysis run on clark error grid using competitive reading (170, 190) as ref. Points vs. Bd readings (280, 310) yielded data points in the "c" range of the grid, outside acceptable limits.